Event description:
Pt complaining of coupling and/or communication issues. Possible flipped ins, but not confirmed at this time. Add'l info states, pt had surgery to replace her device, date and reason for surgery unk. Pt explanted a rechargeable device and replaced it with a non-rechargeable one. States, he is still having problems getting the stimulation "tuned in where I need it". Follow up report will be sent as new info becomes available.

Manufacturer narrative:
(B) (4).